Event description:
User experienced a leak from the analyzer. No patient samples were involved. No operators were harmed. The field service representative was unable to determine a cause and was not able to duplicate the problem. He noted the user checked the connection at the back of the analyzer before his arrival and may have fixed the leak.